Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, the stent was unable to cross the lesion. Resistance was encountered during advancement of the device and the stent dislodged from the delivery system. The stent was easily removed from the patient without the need for any additional intervention. However, once removed, it was noted to be fully deployed and deformed. Upon device withdrawal, the balloon catheter was also noted to be deformed. The lesion being treated was non-tortuous, mildly calcified in the mid diagonal branch. No difficulties were noted during removal of the protective sheath. Device preparation was performed as per standard practice. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The inflation device remained under neutral pressure during advancement. A guide extension catheter or microcatheter were not used. The stent did not interact with an accessory device. The stent was replaced with a non-medtronic stent with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The stent was not present on the device and was not received alongside for analysis. Crimp impressions were evident to the exposed balloon surface. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.